Manufacturer narrative:
The insulin pump alarmed for a button error alarm and had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a missing end cap sticker.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error after falling out of the customer's pants. The blood glucose reading was 194 mg/dl. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis.